Manufacturer narrative:
On (B)(6) 2015 it was stated that the patient was positive for heparin-induced thrombocytopenia (hit) and thrombocytopenia (itp) (9 units of platelets and intravenous gammaglobulin (ivg) plus steroids. On (B)(6) 2015 that patient has an episode that resulted in re-operation due to bleeding from intra-coastal drain. Episode resulted in transfusion of a total of 4 units of packed red blood cells (prbc) and repair of lung due to hole from intra-costal drain. It was stated that inr at this time was 2. Inr: 2, and that patient was not on any anticoagulants at this time and that the event was not device related. On (B)(6) 2015 it was reported that the patient had positive blood culture for bacterial and IV therapy was used. On (B)(6) 2015 patient was stated to have discharged from the hospital. No additional information available. In patient follow up on (B)(6) 2015: heart rate (beats/min): 81 systolic bp (mmhg): 78. ECG rhythm: paced: atrial and ventricular pacing. Weight (lbs.): (B)(6). Echo findings: mitral regurgitation: 1 (mild) tricuspid, lvef (%): < 20 (severe) lvedd (cm): 7. Swan hemodynamics: pulmonary artery systolic pressure (mmhg): 52 mean pulmonary artery diastolic pressure (mmhg): 21. Central venous pressure (mmhg): 12. Cardiac index (l/min/m2): 2. Cardiac output (l/min): 4. Was patient intubated since implant? No. Was patient on dialysis since implant?: no. Laboratory: sodium (meq/l): 135 potassium (meq/l): 5 blood urea nitrogen (mg/dl): 16 creatinine (mg/dl): 1. Sgpt/alt (u/l): 63 sgot/ast (u/l): 42 ldh (units/l): 348 total bilirubin (mg/dl): 1 bilirubin direct(mg/dl): 0. Bilirubin indirect(mg/dl): 1 albumin (g/dl): 2 pre-albumin (mg/l): 98. White blood cell count (x103/ul): 7. Reticulocyte count (%: 6 hemoglobin (g/dl): 10 platelets (x103/ul): 22 inr (international units): 3. Hit: yes direct thrombin inhibitors: no. Your hospital's normal range of peak pfh (mg/dl): 10. Peak serum lactate dehydrogenase (ldh) (u/l): 430. Your hospital's upper limit of the normal range of ldh: 220. Maximum hct: 31 maximum hgb: 10 minimum hct: 30 minimum hgb: 9. Highest total bilirubin: 1. Hemoglobinuria (tea-colored urine): no. Pump malfunction and/or abnormal pump parameters: no. Cvp or rap > 16 mmhg: yes. Dilated vena cava with absence of inspiratory variation by echo: no. Clinical findings of elevated jugular venous distension at least half way up the neck in an upright patient: no. Peripheral edema: no. Ascites: no. Has the patient been on inotropes since the last follow-up visit: yes. Inotropes since last follow-up: milrinone. Epinephrine. Norepinephrine. Inpatient follow up on (B)(6) 2015: heart rate (beats/min): 76 systolic bp (mmhg): 96 diastolic bp (mmhg): 79. ECG rhythm: atrial fibrillation. Weight (lbs.): (B)(6). Laboratory: sodium (meq/l): 136 potassium (meq/l): 4 blood urea nitrogen (mg/dl): 13 creatinine (mg/dl): 1. Sgpt/alt (u/l): 26 sgot/ast (u/l): 30 ldh (units/l): 288 total bilirubin (mg/dl): 1 bilirubin direct (mg/dl): 0. Bilirubin indirect(mg/dl): 1 albumin (g/dl): 3 pre-albumin (mg/l): 272. White blood cell count (x103/ul): 8. Hemoglobin (g/dl): 9 platelets (x103/ul): 143 inr (international units): 2 plasma-free hemoglobin (g/l): 0. Hit: yes. Direct thrombin inhibitors: no. Peak plasma-free hemoglobin (mg/dl): 11. Your hospital's normal range of peak pfh (mg/dl): 10. Peak serum lactate dehydrogenase (ldh) (u/l): 491. Your hospital's upper limit of the normal range of ldh: 220. Maximum hct: 34 maximum hgb: 10 minimum hct: 23 minimum hgb: 7. Highest total bilirubin: 1. Hemoglobinuria (tea-colored urine): no. Pump malfunction and/or abnormal pump parameters: no. Cvp or rap > 16 mmhg: yes. Dilated vena cava with absence of inspiratory variation by echo: no. Clinical findings of elevated jugular venous distension at least half way up the neck in an upright patient: no. Peripheral edema: no. Ascites: no. Has the patient been on inotropes since the last follow-up visit: no. Is neseritide currently being administered: no.? Has the patient had a rvad implant since the last follow-up visit: no.? Has the patient experienced a neurological event since time of implant: no.? On amiodarone and warfarin (coumadin) and on digoxin. Patient on loop diuretics: yes dosage (mg/day): 40. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Factors. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was in the hospital for recovery of lvad implant and on (B)(6) 2015 that patient had a neurological event that caused them confusion. No additional information available. Aspirin.

Manufacturer narrative:
Additional information received indicates that it was reported from the site that the patient's hit was resolved on (B)(6) 2015 with platelets with in normal range and no bleeding or bruising, hematology team was on the case. It was also stated that there was no documentation to explain the lung puncture from intercostal drain. Patient had surgery to repair on (B)(6) 2015 and it was stated that the issue was resolved on (B)(6) 2015, when chest tube was removed with minimal output. It was also stated from the site that the 1 of 2 positive blood cultures were drawn on (B)(6) 2015 and was positive for enterococcus "faecalis isolated". A chest x-ray was done and showed probable pneumonia. Antibiotics were given, ceftriaxone then ampicillin and it was stated that on (B)(6) 2015 repeat blood cultures negative and it was documented that the issue had resolved. The inr on (B)(6) 2015 was 2.8. Patient was given 1 mg of ativan every night. Patient also experienced delirium due to insomnia. It was further stated that the patient's functions were all regained and the issue was resolved on (B)(6) 2015. No additional information available. The hvad is used for treatment not diagnosis. It was reported from the site that the patient was in the hospital for recovery of lvad implant and on (B)(6) 2015 that patient had a neurological event that caused them confusion. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.